Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, cubie drawer failed and was hard to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no drawers or pockets were failed at the station. A field service engineer investigated an issue reported with drawer 2-1, which contained medication. Upon accessing the pocket, no issues were found. The system functioned as intended after the field service engineer investigated the device